Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on an unknown date. The patient was treated for peritonitis with injection (inj) reflin 1gm (route and frequency not reported) and inj fortum 1gm (route and frequency not reported). The cause of the peritonitis was unknown. Outcome of the event was unknown. No additional information is available.